Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was no anatomical interference, there was no any angulation or kink in the delivery system upon deployment, and 12f delivery sheath system was used. Base on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 38mm amplatzer septal occluder was chosen for implantation into an atrial septal defect (asd) utilizing a 12f amplatzer trevisio delivery system. After positioning the right disc of the occluder, the left disc had a bulbous shaped deformity. It was decided to retrieve the device and remove from anatomy. However, the left disc would not reenter the sheath as it was in a small ball shape. After several attempts and "untwisting" the cable, the device was able to enter the sheath. When removing the sheath, the blue tip of the sheath was observed to be folded in. Outside of the body, the occluder held the bulbous shape. There was no kink or angulation in the delivery system and no interaction with cardiac structures. There was no reported patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be discharged.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was no anatomical interference, there was no any angulation or kink in the delivery system upon deployment, and 12f delivery sheath system was used. Base on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.